Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirmed the tip is damaged on the legion hinge tibial stabilizing tool. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms per complaint details, the device (legion hinge tibial stabilizing tool) broke during use while inside the patient; therefore, a s+n backup device was required to complete the procedure. Per correspondence, there was no retained foreign body and no further information was available. No surgical delay or injury to the patient was reported. Patient impact beyond the reported modified surgical procedure using a backup device would not be anticipated, as no patient injury or delay was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the legion hinge tibial stabilizing tool is broken. It was reported that the device broke during use, while using inside the patient. The procedure was completed with a s+n backup device. No surgical delay or injury to the patient was reported.